Manufacturer narrative:
(B)(4). Batch # r92n42. Investigation summary : the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. The device was connected to a gen11. During functional testing on gen11 an alert screen was displayed. Although the device did activate during functional testing on gen11, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the instrument was disassembled to inspect internal components, the closure indicator was broken and not making contact with the moving trigger and there was a cracked internal component; the y-link. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the product made a big noise, showed up cleaning tip, and then showed up replace instrument. No patient consequence.